Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer could not read an implantable heart device, the programmer was able to interrogate both wired and wirelessly. Analysis did note that sluggish performance was found in the error logs and that there were two link electronic module (lem) errors in the logs and therefore the lem board was reseated and recalibrated to resolve. The software was reconfigured, reloaded and updated. Analysis further noted broken latch tabs on the power cord bay, a broken paper guide on the printer drawer, a broken right keyboard hinge, two screws were missing on the keyboard, the system fan was noisy and the programmer was returned with an old stylus. All defective parts were replaced and all identified issues were resolved and the device then passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was unable to read the patient [implantable heart] device. The programmer was returned for service. No patient complications have been reported as a result of this event.